Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during dwell 5 of 5. The baxter technical service representative (tsr) recycled power and the alarm cleared. The tsr explained the alarm and the caller said he did not see se 2240 alarm as the display went blank and the alarm was not found in the alarm log. The supply bag was sucked dry. The tsr told the caller to contact the registered nurse (rn) per the possible air detect alarm and being connected. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would complete therapy with manual supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He did not have a sample or a lot number available. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.